Event description:
I had a resurfx treatment in (B)(6) 2024 for my stretch marks on both arms (biceps) and lower back and immediately after the treatment I had redness and some swelling which is normal, however, the next day after the treatment I noticed a strong nerve pain on both arms that is migrating to the wrists - I felt tingling, numbness in my biceps muscles and hands, some kind of electricity flowing to my wrist and fingers and it's been going on for more than 3 months but it's not as intense now. However, after 1 month I also developed joint pain in my wrists, elbows and shoulders and since then the joints started popping/clicking randomly during the day multiple times and I still have this problem. I had an emg test, skin & joints ultrasonography (showed nothing worrying), however the doctors noticed that my joints are popping for no reason and also blood tests for autoimmune disorders and arthritis are negative. There is no inflammation in joints and synovial fluid is normal. I'm also 21 years old and never had any health issues before the treatment. I did not feel any side effects of the treatment on my lower back, but the skin on my arms is still hyperpigmented and very tender. I was given parameters they used - arms: 25mj 300cm2 spots, lower back: 30mj 350cm2 spots m22 stellar resurfx s/n: (B)(6).